Event description:
Initial report received on (B)(6) 2011: this spontaneous case report was received from a physician (dermatologist) via a company representative and involves a (B)(6) female. Concomitant medication and medical history were not reported. On (B)(6) 2010 the female had been treated with poly-l-lactic acid (sculptra); application site: area of cheeks, nasolabial and side of chin. Dosage of each application: one bottle of poly-l-lactic acid diluted in 7 ml water. Since (B)(6) 2011, the female suffered from 3-4 subcutaneous, non-visible but tactile irritation-free nodules in the area of the cheek (size: 5-6 mm). One nodule (located in a (B)(6) scar) was surgically removed. A histological identification of poly-l-lactic acid was positive. The remaining non-visible nodules are currently under observation, no corrective treatment is planned so far. Outcome: ongoing at the time of the report.